Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having blackouts while driving. Customer declined troubleshooting for low blood glucose levels. Customer stated that the pump is not causing the low blood glucose levels as it is delivering correctly. No further assistance needed.